Manufacturer narrative:
The reporter is a lay user/patient. This event occurred in (B)(6).

Event description:
The customer complained of an erroneous high inr result on coaguchek xs meter serial number (B)(4) compared to a laboratory using the dade innovin method. The result from the laboratory was 3.4 inr. The result from the customer's meter was 4.9 inr. The tests were performed approximately 1 hour apart. No changes were made to the customer's medication dosage. There was no allegation that an adverse event occurred. The test strips were requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer's strips were returned for investigation. The returned strips were measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: retention meter and master lot strips: 1.9 inr , retention meter and customer strips: 1.9 inr . Donor #2: retention meter and master lot strips: 3.7 inr , retention meter and customer strips: 3.8 inr . The maximum difference between measurements with the same blood sample was 3%. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Medwatch fields device evaluated by MFR andcorrection/removal number have been updated.